Event description:
Litigation alleges patient had pain, disability, physical impairment, disfigurement and aggravation of a pre-existing condition after asr hip implant.

Event description:
Legal claim alleges that the patient was revised. Update ((B)(4) 2012) - litigation papers received 7/13/2012 and attached. Complaint changed to legal. Products cup and head added. Litigation alleges patient had pain, disability, physical impairment, disfigurement and aggravation of a pre-existing condition after asr hip implant. There is no new information that would change the outcome of the investigation except cup and head now reported. Update - (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information for the acetabular cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.